Event description:
Intera oncology received a report from the clinic that intera 3000 hepatic artery infusion pump had a high residual volume of 26 ml during first refill of high dose heparinized saline. The calculated flow rate is .30 ml/day; designated flow rate of pump is 1.2 ml/day. The infusion suite rn followed refill procedure protocol and verified that it had been less than 14 days since last refill: pump refilled with floxuridine.

Manufacturer narrative:
The device history record, (B)(6) ln 29352423, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic on (B)(6) 2024, seeking additional information for clarification purposes. The clinic responded to integra oncology on (B)(6) 2024. The clinic provided intera oncology with the latest refill results done on (B)(6) 2024. The calculated flow rate on (B)(6) 2024 was 0.3ml/day with a residual volume of 26ml. During the refill checkup on (B)(6) 2024 the calculated flow rate was 0.42ml/day with a residual volume of 26ml. According to these results, the pump did not show improvement of the calculated flow rate and is below the parameters of 1.2ml/day. The pump was explanted on (B)(6) 2024 and is being return to intera oncology to examine the pump. Intera oncology will investigate the pump. Therefore, once we obtain updated information, we'll submit a supplemental report.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The complaint of a slow flowing pump was confirmed. The returned pump flowed an average of 0.33 ml/day over a period of 12 days at 37°c. The CT scan of the pump and the individual outlet tube showed that the capillary assembly was installed too far into the flow tube, therefore it collided with the bend in the tube. The piecewise flow analysis confirmed that once the outlet tube was removed from the flow path, the pump flowed normally. The root cause of the failure of this complaint is that the capillary assembly was installed too far into the flow tube, causing the device to not flow appropriately.

Event description:
Intera oncology received a report from the clinic that intera 3000 hepatic artery infusion pump had a high residual volume of 26 ml during first refill of high dose heparinized saline. The calculated flow rate is .30 ml/day; designated flow rate of pump is 1.2 ml/day. The infusion suite rn followed refill procedure protocol and verified that it had been less than 14 days since last refill: pump refilled with floxuridine.